Event description:
It was reported that the ilet user experienced wide blood glucose fluctuations ranging from 40 mg/dl to 400 mg/dl. The user had been frequently selecting ¿less than usual¿ or missing meal announcements, followed by corrective dosing and overtreatment of lows. Education was provided on appropriate use of the ilet algorithm and fast-acting carbohydrate treatment, and the ilet was paired to the mobile app. Symptoms included hypoglycemia, hyperglycemia, fatigue, lethargy, irritability, and distress. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device malfunction, a usage problem related to improper or incorrect procedure, and no applicable device component failure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.